Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and other injuries as they become apparent. No further information has been provided.